Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectal procedure, the first two handle's green buttons could not be pressed while the third handle didn't fire. Another device was used to complete the case. There was no patient injury.